Manufacturer narrative:
Additional information received in relation to this case reported that per the investigator the reported event was related to the index procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, during the index procedure, the endurant stent graft had a proximal type I endoleak. The physician elected to implant eight heli-fx endoanchors; however the endoleak was not resolved. It was also noted that, during the implant of the endoanchors, one of the endoanchors fractured. It was reported that during the procedure, another manufacturer¿s stent was implanted in the left renal artery for a chimney. There was no additional clinical sequelae reported and the patient is being monitored by their physician.